Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The batch review 3595251 showed that the devices were conformed to in process and finished goods specifications when released to stock the 24 feb. 2012. Expiration date: 2015-02 (according to retained labels). No nonconformance was opened. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported two of his 4.75mm healix br knotless anchor's pulled out during a rotator cuff procedure. He stated the surgeon inserted the first anchor and it started to pull out while removing the inserter. When the surgeon went to test the strength of the sutures, the anchor pulled out completely. The surgeon made a new bone hole and inserted a second anchor. The second anchor pulled out while the surgeon was testing the strength of the sutures as well. The surgeon used the appropriate force when inserting the anchors, each anchor had 4 sutures and he was using a soft bone awl. The surgeon made a third bone hole and was able to successfully insert a third anchor with no issues. The procedure was delayed 20 minutes and there were no patient consequences. Both anchors were discarded. The sales rep stated the patient was an (B)(6) man with very soft bone and believes the issues were patient related and not in relation to the device. No further information could be provided. Please see also medwatch report: 1221934-2018-52194.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Corrected data: this complaint was inadvertently incorrectly reported as a serious injury. This complaint is a part of mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. This will be reported as a malfunction. Please see also medwatch report 1221934-2018-52194.